Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was below 40 mg/dl. The customer reported uneven sensor glucose and blood glucose readings. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill anomalies were noted during testing. (B)(4).